Event description:
A customer reported the footswitch failed during a cataract with intraocular lens implant procedure. The surgery was completed by doing an extra capsular cataract extraction (ecce). A company rep brought a footswitch to exchange, however, that did not resolve the issue, the remaining two surgery cases for the day were canceled. The facility advised the equipment displayed a system message at the end of the day prior to the day of the reported event, but the message was able to be reset.

Manufacturer narrative:
The company rep examined the system and replaced the footswitch interface printed circuit board (pcb). The system was then tested and met all product specs. The root cause of the footswitch issues was found to be a combination of board grounding configuration, component ratings, and board layout issues. An internal investigation has been opened to address the issue. (B)(4).